Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was unknown. Customer also stated that the contacts on the battery cap are neither missing nor damaged, battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Trouble shooting was performed and display did not returned. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The device will not be returned for analysis.